Manufacturer narrative:
The customer cancelled the service call. No evaluation was made, unable to determine cause of failure. No further failures of this system have been reported.

Event description:
It was reported that the 9800 system was locking up and not producing an image.